Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of mid-term outcomes of endovascular repair and medical management in patients with acute uncomplicated type b aortic dissection xiang et al, the journal of thoracic and cardiovascular surgery c july 2021 volume 162, issue 1, p26-36.e1, july 01, 2021 https://doi.org/10.1016/j.jtcvs.2019.11.127 mean age, mean gender, exact date of implant unknown. There was 1 death within 30 days and a total of 30 late deaths. There was no information to suggest any device failure caused or contributed to a death in patients with talent stent grafts. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR or vigilance unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft systems were implanted in conjunction with non mdt stent grafts during endovascular treatment of thoracic aortic aneurysms on unknown dates. The following adverse events were reported retrograde type a dissection. Acute renal failure, stroke, organ failure, rupture, aneurysm expansion and reintervention. The cause of the adverse events are undetermined.